Event description:
(B)(4). Double over in pains. Huge clots and excessive bleeding. Change in weight especially stomach area. Itchy at times. Sex painful at times. Sexual desire lowered. Sometimes feels like leaking. Multiple issues. Teeth issues. Had ultrasound after inserting and got the pains and swelling of left side of stomach. Doctor said was nothing to worry about.